Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Event description:
On 06/20/2023, it was reported by an arthrex employee via sems that an ar-1588rt acl tightrope® rt the tightrope rt supply broke the white suture. This occurred during an anterior cruciate ligament surgery, when the femoral fixation button was raised, the tightrope rt supply broke the white suture where it is assembled with the graft, in this the supply blocking system. The case was completed using an ar-1588rt-2j tightrope.

Event description:
On 09/07/2023, the following additional information was provided: "due to the deviation, a delay of approximately 40 minutes was generated in the case of the ar-1588rt. In the procedure, a search for each of the suture fragments was carried out, the graft had to be found, sutured again, and raised again with the input (ar-1588rt) for femoral fixation. All fragments were removed during the procedure".

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most probable cause is by applying excessive force or applying excessive leveraging forces.